Event description:
The hospital's ambulatory treatment center reported an issue with an intravenous administration set including the model 9527b multiport manifold. The nursing staff reported that while the set was delivering chemotherapy to the pt, there was a leak observed under the air filter of the manifold. The report noted the leakage had collected on the pt's bed and on the floor. It was reported that about 485cc of the 500cc of bendamustine (the chemotherapy agent) had been delivered to the pt when the leakage issue was discovered. The hospital report stated approx 20cc had leaked onto the floor and an unk amt on the pt's bedding. There were no pt complications reported as a result of the alleged event. The device was not returned to the MFR for analysis,

Manufacturer narrative:
(B)(4). Quest medical, inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc defers to the pt's physician regarding medical history.